Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had low blood glucose levels and believed the pump may have been over delivering. The customer's levels had been as low as 55mg/dl. The customer was assisted with pump setting and advised they needed to rewind pump. The customer declined to troubleshoot for lows and ended the call.